Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device experienced 60-cycle exposure/interference causing elevated sic (sensing integrity counter) and lfp (lead failure predictor) episodes which triggered a lead integrity alert. It was recommended that the patient should isolate/identify and eliminate exposure to the source. The device remains in use. No patient complications have been reported as a result of this event.